Event description:
During evaluation of a returned spectrum pump, the pump alarmed system error 345 (thermistor disparity). No additional information is available.

Manufacturer narrative:
The device is pending further evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information:d9, h3, h6, h11 h11: the device was received for evaluation. Functional testing was performed, during evaluation, the device the device alarmed system error 345 (thermistor disparity). A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was ultrasonic sensor which requires to be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.